Event description:
Rod could not be placed. Doctor wanted to align the tulips, the inner golden piece was rotated in the tulip, so the rod couldn't be placed. It was reported the material was used correctly this is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The visual inspection has shown the conical elements had been pulled out of their original position. It is vital to avoid pushing forward the holding sleeve while inserting or advancing the screw into the vertebrae. The same applies when orientating the holding sleeve. This complaint was determined to be invalid. PMA 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Placeholder.